Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder did not cauterize. A replacement was used to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on july 02, 2010, for investigation. Visual inspection revealed that the tissue welder jaws showed no signs of clinical usage. Resistance measurements were within specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device functioned properly and generated steam when activated. Based upon the functional test, the reported failure mode "did not cauterize" was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).